Event description:
Revision surgery - pt dislocating due to pt non compliance.

Manufacturer narrative:
The pt was revised 1.5 months after prior surgery. The pt dislocated due to noncompliance - most likely activity beyond the surgeon's recommended rehab activities. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. As reported, the pt was not complaint post-surgery. There is no indication the material, design or manufacture of the device contributed to dislocation. Conclusion: no further action required.